Event description:
It was reported that the atrial lead had noise and high impedance; the atrial lead was capped and replaced. It was also reported that during the procedure, the right ventricular [rv] lead was damaged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.